Event description:
Device malfunction: failure to deploy. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure of the femoral artery using the starclose device after an unspecified procedure. The vessel locator button popped out mid way through step 3. The vessel locator wings retracted inside the device and access was lost. Hemostasis was achieved with manual compression. There was no patient injury. No additional information available.

Manufacturer narrative:
.